Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that an right ventricular (rv) lead was attempted but not used due to placement difficulty. It was noted that the lead kinked during the attempt and there was lead body damage. The lead was explanted and replaced. No patient complications have been reported as a result of this event.